Event description:
Caller reported a malfunction on the pump, identified with a code that was resettable. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer may continue using the pump and was advised to call back if the malfunction code reappears. Caller acknowledged and understood the instructions.